Event description:
Additional information received reported the lead was not removed as of the date of this report, but was just being monitored by the doctor. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# lfj127865v, product type: lead.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient fell on ice on (B)(6) 2015 and had their device checked. An impedance issue was noted and the doctor indicated there was an issue/damage with the lead. In addition, after the implant, the surgical site did not close properly. The patient was scheduled for a lead replacement on (B)(6) 2015. The device was turned off on (B)(6) 2015 and had been off since. Four days prior to the date of this report, the patient got a ¿sharp¿ burning pain right below the implant in the tailbone area. Pain at the extension site was noted. They went to the emergency room and the doctor indicated that it could be an irritated nerve. Pain medication was prescribed for the patient. Hospitalization was also noted. The patient was to see their implanting doctor to follow up. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.